Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not received.

Event description:
It was reported that the device did not alarm when expected, failure code 110.6021. Additional information requested, but was not received.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not received.

Event description:
It was reported that the device did not alarm when expected, failure code 110.6021. Additional information requested, but was not received.

Event description:
It was reported that during preventative maintenance of the device, alarm error code 110.6021 was received. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported complaint of an alarm error code 110.6021 was not confirmed during a review of the logs. However, on the date of the reported event 3 errors (error code 120.6170.0) were logged, believed to be the errors being reported. A comprehensive review of the logs showed no evidence of the reported error 110.6021. The three errors recorded on (B)(6) 2020 occurred between 1:34:03 pm and 2:39:35 pm. The error code 120.6170.0 is associated to ¿charger_battery_temp_too_high_failure¿. Functional testing performed on the source device replicated the error identified in the error log on each test trial. Test results determined corrosion on both the battery contact pins and the adjacent battery connector contact pins attributing to the errors identified in the logs. The root cause of the customer¿s experience with the reported error code 110.6021 was not determined. The actual error exhibited on the event date was identified as error 120.6170, due to corrosion on the battery contact pins and on the battery connector assembly. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 31aug2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13aug2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed a q6 production failure for being out of specification; however, it is not associated to the reported event.